Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovacsular treatment of a 49 mm abdominal aortic aneurysm. On an unknown date, the patient returned for follow up and enlargement of the aneurysm was noted. A type ia endoleakand a type ii endoleak from the lumbar artery were identified on CT. The physician commented that the aortic neck had disappeared due to the enlargement of the aneurysm. It was decided not to carry out any intervention at the time. As per the physician, the cause of the event was anatomy related. No additional clinical sequelae were reported and the patient is fine.